Event description:
Procedure type: laparoscopic sleeve gastrectomy. According to the reporter: during a laparoscopic sleeve gastrectomy, an endo gia black cartridge, 60 (code (B)(4), lot# nih0910ux) was applied to the stomach wall, but it didn't fire and didn't open, so we had to resect the stomach part attached with the cartridge and sewed by hand. There was a delay of 30 minutes in the operative time.

Manufacturer narrative:
(B)(4).